Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.19 on a (B)(6) female patient. The patient was presented in the emergency department (ed) following a syncopal episode. There was no complaint of chest pain or shortness of breath. The patient was dehydrated, was in acute renal failure and had a urinary track infection (uti) and was re-hydration by medics enroute to the hospital. The patient was admitted, administered saline and ceftriaxone for the uti in the ed and moved to telemetry on (B)(6) 2014. Date: method: draw time: test time: result: sample: (B)(6) 2014, I-stat, 1635, 1641, 0.19, a; (B)(6) 2014, I-stat, 1850, 1857, 0.01, b; (B)(6) 2014, centaur, 1015, 1800, 0.00, c. There were no injuries reported with this event. The customer reports the I-stat analyzers and cartridges remain in service and there have been no reports of unexpected troponin results with any other patients. There is no reason to believe based on the information available that product is not performing as intended. An investigation has been initiated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 04/12/2014. Retain cartridges were tested and are functioning according to specification.